Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the eds drainage system (ID (B)(4)) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the root cause for the issue reported by the customer could be due to a user¿s error. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported: "during an emergency surgical procedure performed on a patient with a diagnosis of serious illness, subaranoid intraventricular hemorrhage of aneurysmal origin with acute hydrocephalus, the codman external drainage system (ID 821730c) is opened to be used and the absence of the device to fix the drainage system is evident. However, due to the urgency, it is fixed only with suture, which at the end of the surgical process, the system comes off and it is not possible to reoperate on the patient." Additional information received: "the patient died due to her critical condition" and confirmed by the distributor: "the device failure was not the cause of the dead of the patient."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.